Manufacturer narrative:
Device evaluated by MFR.:the device was not returned to the manufacturer for analysis. The device was investigated at the customer site. The service report was reviewed during the course of this investigation. The device was checked for the presence and the integrity of all components, with a functional test we checked the correct functionality of the device and of his software, no found problem, a complete preventive maintenance was completed, calibrated the device, functional test passed and electrical safety test passed. A service history review was performed and nothing was found to indicate a possible service-related cause for the complaint. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-07588. It was reported that there was an error with catheter recognition during aspiration. An angiojet spiroflex catheter along with an angiojet ultra system console were selected for a thrombectomy procedure. The console was no longer able to recognize the catheter during the procedure while the catheter was inside the patient. Leakage of saline was noted. The catheter was removed from the patient and the procedure ended. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-07588. It was reported that there was an error with catheter recognition during aspiration. An angiojet spiroflex catheter along with an angiojet ultra system console were selected for a thrombectomy procedure. The console was no longer able to recognize the catheter during the procedure while the catheter was inside the patient. Leakage of saline was noted. The catheter was removed from the patient and the procedure ended. No patient complications were reported.